Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump had physical damage. The customer's blood sugar was 126mg/dl. It was reported damage to the reservoir lip ring broke and front screen. Trouble shooting was performed and found damage occurred when customer hit the device on the counter. The reservoir is unable to lock in place due to the crack on the device. Advised the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corner, cracked reservoir tube window, cracked case at reservoir tube window corner and cracked reservoir tube lip. No broken off at reservoir tube lip noted.